Event description:
Consumer reported burning and irritation from pads and stated that she was raw and itching and the "area was hot". The consumer stated that there appeared to be an oily residue on top of the pads, like someone was tampering with them. She stated that it happened with 6 packages. She stated the doctor sent her to a burn unit and her treatment will probably go on for a year because it affected some of her female organs and she had layers of skin peel off, there is discoloration, blistering, cracking and eating away at the skin. The consumer stated that the doctor said it was defatting her vaginal area. The consumer reported the length of the burns to be the same length and pattern as the pad.

Manufacturer narrative:
The product has not been returned for investigation. Investigation is pending.